Manufacturer narrative:
Asr reporting authorization number: e2016010. Per FDA requested, this quarterly report will be the last quarterly report for zest. After june, each MDR case or any follow up case will be submitted individually. Evaluation summary : of the 248 new events occurring in the reporting period, april 1 - june 31, 2018, 185 products were returned to zest anchors for evaluation. These results are provided in the asr line-item summary. The results are pending completion of evaluation for implants involving 63 incidents. Summary of results of the 248 new events: no failure detected: the device either functioned as designed or a failure was not found; 156 events were evaluated as "no failure detected." Fracture problem: device problems caused by the separation of a component, object, or material into two or more pieces including shear; 4 events were evaluated as "fracture problem." No results available since no evaluation performed: for use when no methods were performed and therefore no results will be obtained; 25 events were evaluated as "no results available since no evaluation performed." Results pending completion of evaluation: for use when the evaluation is still in progress; 63 events were evaluated as "results pending completion of evaluation." Summary of results of the 46 events with new information: no failure detected - the device either functioned as designed or a failure was not found; 40 events were evaluated as "no failure detected." No results available since no evaluation performed: for use when no methods were performed and therefore no results will be obtained; 6 events were evaluated as "no results available since no evaluation performed."

Event description:
Per FDA requested, this quarterly report will be the last quarterly report for zest. After june, each MDR case or any follow up case will be submitted individually. This report summarizes 294 reported events. 248 of these events are new events occurring in the reporting period, april 1 - june 31, 2018; 41 of these events are new events occurring in the reporting period, january 1 - march 31, 2018; 3 of these events are updates for events occurring in the reporting period, october 1 - december 31, 2017; 2 of these events are updates for events occurring in the reporting period, july 1 - september 30, 2017. Device problems include the following:- 1863 - failure to integrate (non-integration)- 2408 - loss of integration- 2993 - no known device problem - the reported event did not indicate any problem with the device. There is no evidence thatthe device was not within specification.patient problems include the following:- 1820 - edema- 1930 - infection- 1932 - inflammation- 1994 - pain- 2091 - swelling- 2377 - osteolysis